Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg, inside the pt. The physician located and retrieved the needle from the pt. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.